Manufacturer narrative:
The reported complaint was visually confirmed by the investigator. The occluder head end cover was damaged at the connection of its latch. The user facility currently does not use this occluder and has no plans to have the device repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the occluder cap was broken on the occluder head. The unit did not function and the customer had not been using the unit. Since the event occurred during preventative maintenance, there was no patient involvement.